Event description:
A patient underwent a 2 level x-stop procedure at levels unknown. It was reported that the spinous process fractured. A laminectomy was performed and the patient is reportedly doing well after the procedure.

Manufacturer narrative:
Method - follow up with company representative. Device not returned for evaluation.